Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic prostatectomy. According to the reporter: the cannula is broken after two month of use. At the bottom, a piece chipped off. A new cannula was used. No pt was injured, there was no extension of operation time, no extension of the incision, no blood loss, no change of procedure, no loss or damage of tissue and no parts fell into cavity of pt.